Event description:
New information noted that the patient was to present in clinic, but canceled appointment. Programming changes were not made. Patient remains asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed.